Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable thyroid results for one patient from a modular analyzer. The sample was submitted for investigation and was tested on an unknown roche analyzer and by clia method. Of the data provided, only the results for thyrotropin (tsh) and free triiodothyronine (ft3) were discrepant. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the tsh assay. Information concerning if any results was reported outside of the laboratory or if the patient was adversely affected was requested, but was not provided. A specific root cause could not be determined. From the information provided, a general reagent issue could most likely be excluded. Differences in the results between methodologies could be due to the different setups of the assays, the antibodies used, and the variances in reference methods. The results for all thyroid assays vary in function with the patient's age, gender, and other population characteristics which should be taken into account when analyzer the results.